Event description:
Reporter stated that pt was found unresponsive. Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 69 mg/dl. Based on this result and pt's symptoms, reporter phone emergency medical services for assistance. Reporter noted that, approx 10 minutes after obtaining result of 69 mg/dl on the suspect device, pt's blood glucose measured 34 mg/dl on paramedics' device. Reporter stated that pt was treated with an intravenous glucose solution. No add'l treatment was reported. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.